Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-25238. It was reported the patient is experiencing a painful tugging sensation at the anchor site and discomfort at the ipg site. X-rays were taken and revealed the ipg flipped and is inverted at an angle. The patient will undergo surgical intervention to address the issues.